Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted on (B)(6) 2023. The patient was reimplanted with another cochlear device during the same surgery.